Event description:
The customer reported that an error displayed on the system after taking an exposure. Once they restarted the equipment, the image disappeared. It is possible that the image was retaken, resulting in additional radiation exposure.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by cannon healthcare solutions USA. (B)(4). If the device is returned or additional info is received, a supplemental report will be submitted per 21 cfr 803.56. MFR cross-reference #: (B)(4).